Event description:
The customer reported that while the unit was in use on a patient during transport, the unit generated a "maintenance required code #4" (compressor over-temperature condition). The patient was not watched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative was unable to duplicate the reported problem, but did observe the failure code in the fault log. As a precautionary measure, the compressor/motor assembly (0102-00-0001), the compressor fan assembly (0119-00-0149), and the close action thermal switch (0263-00-0003) were replaced. The unit was tested to factory specification. It functioned normally and was returned to the customer. (B)(4)